Event description:
The customer contacted baxter's technical service center (tsc) regarding a check supply line alarm which occurred on the homechoice (hc) during use. The caregiver had switched out the solution bag while the home patient (hp) was connected. The baxter technical service representative (tsr) helped caregiver (cg) end therapy on the cycler. The tsr advised the cg to call the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2011 regarding the alarm. The cg said that after the hc alarmed she saw that the bag had come off the line. The cg said that she removed the bag and placed a new one on the same line then called baxter for technical support. The cg ended the home patient's (hp) therapy. The hp continued therapy with manuals. Per the cg, there were no defects on the supplies. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any other of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.